Event description:
Notification received from infection control that the sterile brushes used to culture duodenoscopes after processing to ensure proper cleaning was the source of contamination from the culture. Per infection control, every week the duodenoscopes are cultured after processing. The department completes a brush culture and a flush culture. The past four weeks the brush culture has been positive for a bacillus species (<10 cfu) with no growth after 48 hours. The scopes were taken out of service and reprocessed. In addition, at the same time new scopes were acquired as a planned replacement. On june 7th infection control queried the manufacturer to validate the brushes were sterile as it is not indicated on the packaging. The manufacturer indicated that the brushes go through an ethylene oxide sterilization process. The company indicates that they are not to be used in sterile procedures involving patient care and therefore they do not place the word sterile on the wrapper. In order to better determine the source, the brushes were cultured immediately after removal from the packaging. The brush culture was positive for probable bacillus species(<10 cfu). Consequently, the brushes were removed from use and a replacement is being sought. Upon further review, the hospital acknowledges that they purchased the incorrect non-sterile brush and are concerned about the labeling of the sterile cleaning brush product verses the non-sterile cleaning brush. The only distinction between the sterile brush and the non-sterile brush is the "s" at the end of the catalog number for both products.

Event description:
Notification received from infection control that the sterile brushes used to culture duodenoscopes after processing to ensure proper cleaning was the source of contamination from the culture. Per infection control, every week the duodenoscopes are cultured after processing. The department completes a brush culture and a flush culture. The past four weeks the brush culture has been positive for a bacillus species (<10 cfu) with no growth after 48 hours. The scopes were taken out of service and reprocessed. In addition, at the same time new scopes were acquired as a planned replacement. On june 7th infection control queried the manufacturer to validate the brushes were sterile as it is not indicated on the packaging. The manufacturer indicated that the brushes go through a ethylene oxide sterilization process. The company indicates that they are not to be used in sterile procedures involving patient care and therefore they do not place the word sterile on the wrapper. In order to better determine the source, the brushes were cultured immediately after removal from the packaging. The brush culture was positive for probable bacillus species(<10 cfu). Consequently, the brushes were removed from use and a replacement is being sought. Upon further review, the hospital acknowledges that they purchased the incorrect non-sterile brush and are concerned about the labeling of the sterile cleaning brush product verses the non-sterile cleaning brush. The only distinction between the sterile brush and the non-sterile brush is the "s" at the end of the catalog number for both products.

Event description:
Notification received from infection control that the sterile brushes used to culture duodenoscopes after processing to ensure proper cleaning was the source of contamination from the culture. Per infection control, every week the duodenoscopes are cultured after processing. The department completes a brush culture and a flush culture. The past four weeks the brush culture has been positive for a bacillus species (<10 cfu) with no growth after 48 hours. The scopes were taken out of service and reprocessed. In addition, at the same time new scopes were acquired as a planned replacement. On june 7th infection control queried the manufacturer to validate the brushes were sterile as it is not indicated on the packaging. The manufacturer indicated that the brushes go through a ethylene oxide sterilization process. The company indicates that they are not to be used in sterile procedures involving patient care and therefore they do not place the word sterile on the wrapper. In order to better determine the source, the brushes were cultured immediately after removal from the packaging. The brush culture was positive for probable bacillus species(<10 cfu). Consequently, the brushes were removed from use and a replacement is being sought.